Event description:
It was reported that during a valve replacement procedure, the monolyth oxygenator leaked blood at the heat exchanger connector to the gas exchange module. The oxygenator was changed out with another monolyth oxygenator with no further incident. No pt injury reported.